Manufacturer narrative:
No ventilator logs were provided and no investigation or service on the ventilator was requested. The healthcare facility performed investigation by themselves and reportedly tested the ventilator, which passed all functional and safety tests and was cleared for clinical use. The user considers that there may have been other non-ventilator factors that have contributed to the incident, but no further information regarding this has been provided. There are no indications of a ventilator malfunction. The root cause of the reported event has not been able to be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the patient had a significant carbon dioxide retention after using a ventilator. The ventilator was replaced. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).